Event description:
It was reported that patient's new implanted right ventricular (rv) lead exhibited r wave amplitude variation. It was further noted from x-rya that the lead was dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient was stable.